Event description:
It was reported the device starts and stops during use. It was reported there was no patient involvement or injury for this event. The issue was discovered during set up. It was reported there was no device contact with a patient; no medical intervention required; no delay in surgery; and the patient was not prepped for surgery.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for this product ID serial # (B)(4), manufactured on february 26, 1997. Show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. Last serviced on (B)(4) 2004. No manufacturing or design related trend has been identified. Conclusion: in summary: reason for return confirmed, excessive time since last preventive maintenance created a situation where parts are worn, corrosion has destroyed the motor and drive train, parts are damaged and the non-OEM parts point towards a unauthorized repair. Recommend replacement of the hand piece and power supply.